Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has noticed she started getting sick after using the device and stated that she stopped using it and she felt fine, started back and then got sick again. Patient stated that the dr. From the ER put her on antibiotics. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.